Manufacturer narrative:
Initial reporter phone: (B)(6). Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, it was reported that a patient suffered a cardiac tamponade. Drainage was performed after completion of pvi. Blood pressure was currently stable. According to the physician's comment, there was a possibility that occurred at the time of brockenbrough. Additional information was received on the event. No prolongation of hospitalization. Septal puncture needle used was the rf needle (nrg-e-hf -71 c0). Biosense webster, inc. Products were used in accordance with the instructions for use (IFU). There was no extension of hospitalization period.

Manufacturer narrative:
Additional information was received on 16-feb-2022. The patient is a 72 year old male. The physician¿s opinion on the cause of this adverse event was procedure related. The patient was reported as fully recovered. The patient did not require extended hospitalization because of the adverse event. The generator used in the case was smartablate. Ablation was performed prior to the cardiac tamponade and there was no steam pop. The event occurred during transseptal phase. Irrigated catheter was used according to the instructions for use. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Therefore, processed the ¿d10. Concomitant medical products and therapy dates¿ field and ¿a. Patient information¿ section. . The investigation was completed on 10-mar-2022. Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30656616l number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on 10-mar-2022, noted a correction to the 3500a follow-up #1 as in h10. Additional manufacturer narrative it was stated ¿updated the ¿d10. Concomitant medical products and therapy dates¿ field. However, this information was not added. Therefore, processed this field.